Event description:
Contact reported that the charlie disc implanted at l5/s1 had migrated anteriorly. A revision was performed and the implant removed. Pt was then fused with anterior interbody fusion and posterior pedicle screws. The device is not being returned to depuy spine. As surgical intervention occurred an MDR is being filed to document this event.